Event description:
It was reported that it was ¿impossible¿ to fully insert the existing lead into the connector of the implantable neurostimulator (ins). The ins was replaced and connection was possible with the second ins. There were no problems with the second ins and the issue was not related to the lead. About a week later, it was stated there were no abnormalities seen with the existing lead. Intraoperative measurements were taken prior to replacing the first ins. After connecting the second ins, intraoperative stimulation and impedances were tested. Both were ¿ok.¿ the stimulation threshold was at 1.1v and impedances were between 560-1111 ohms. It was indicated the patient had the same effective therapy response as before. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator found there was a deformed balseal spring in the connector port. A known good lead did not insert past the #3 balseal connector. X-rays of the balseal connectors showed that the opening in the #3 balseal spring was much smaller than the opening in the #1 and #2 balseal springs. A 0.037¿ pin gauge fits tightly through the #3 balseal spring. A 0.040¿ pin gauge does not fit through the #3 balseal spring. The typical diameter of a lead is 0.050¿. The #3 balseal spring opening was too small for a lead to push through. The setscrew was also backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.